Event description:
Three-month past-operative x-rays showed that the rod had come out of one of the s1 screws and fusion had not occurred. The hardware was explanted and the patient was revised without incident.